Manufacturer narrative:
It was reported that the navigated pointer was broken. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A visual inspection confirmed that the part received was damaged. However the cause of the damage cannot be determined.

Event description:
Field service engineer was informed on wed. Dec. 11th that the navigation probe was broken.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  The device model rosa one is not FDA cleared but is similar to the device rosa spine 1.0.2, classified olo and cleared under k151511.

Event description:
Field service engineer was informed on wed. (B)(6) that the navigation probe was broken.